Event description:
It was reported that the nail box was opened and it was identified that the sterile pouch had 3 holes in it. The healthcare provider decided to use a back up device, which was slightly longer and required reaming of the site to accommodate the extra length. There was a 5 minute surgical delay, and no other impact reported. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). The reported event was able to be confirmed via product return. Visual examination found that the packaging had 3 holes. It was verified that the sterile barrier was out of spec. The root cause or probable root cause is a manufacturing defect. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.